Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. No excessive no delivery alarm and no under delivery anomaly noted. No bolus anomaly noted during testing. Pump passed all operating currents tested with in the spec range and passed off no power test. Pump received with cracked reservoir tube lip noted.

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 406 mg/dl. Customer does not feel comfortable with the troubleshooting and feel that it is under delivery. The pump is going to be replaced upon the request of the customer. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 406 mg/dl. The customer was treated for high blood glucose with injection shot. Customer advised to monitor pump and blood glucose.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.